Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient's father to reinstall the g5 application, restart the smart device, and to reset the bluetooth. Patient's father re-paired the transmitter but connection was not reestablished. No additional patient or event information is available.